Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up and was making a clicking noise. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive damage consistant with mis-handling. Root cause could not be firmly established due to the observed damage. The main board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.